Event description:
10:30am alarm on anesthesia machine stating low battery. Machine was plugged into d/c & the screen on the machine did not indicate the machine was running on battery. This occurred 2 1/2 hrs after procedure started. At 11:15 am the screen machine went blue. Then black. Pt. Needed to be ventilated via ambu-bag for approx. 15 minutes while the machine was exchanged. Biomedical serviced machine - reported a bad power supply - 24 volt pack malfunction.